Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm_12.6, -2.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Excessive vault was observed and the lens was exchanged for a shorter length lens on the same day in a second surgery. It was reported that the problem resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry with residue in a micro-centrifuge vial. Visual inspection found no visible damage to the lens and residue on the lens. Method code 4110: previous code not applicable result code 213: previous code not applicable; corrected to result code 114 (B)(4).